Event description:
Per the clinic, the patient experienced pain and inflammation when sleeping on the implanted area, due to the short distance between the implant and ear pinna which resulting in increasing pressure around the implant site. The clinic also reported that the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient underwent a device repositioning surgery (specific date not reported), in order to move the implant further away from the pinna. The implanted device remains.